Manufacturer narrative:
Based on not having a sample to evaluate, we are unable to determine a root cause for the reported issue experienced by the surgeon. As reported there was no injury to the patient. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in may, 2017. Additionally a review of the manufacturing records was performed and found that the lot was manufactured to specification. The emdr represents patch #1 an additional emdr was submitted to document information associated with patch #2 note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
As reported on (B)(6) 2017 during an open umbilical hernia repair procedure the surgeon noticed, after handling and placing a bard ventralex hernia patch (#1) into the patient that the stitching attaching the eptfe to the polypropylene patch was ¿loose¿ or coming undone. The patch was not implanted and another bard ventralex hernia patch (#2) was opened. After handling and placing the bard ventralex hernia patch into the patient the surgeon noted the same issue and elected not to use the patch. Another bard ventralex hernia patch was opened and used without issue. The patches were discarded by the facility. As reported the surgeon is an experienced user of the bard ventralex hernia patch.